Event description:
It was reported occlusion alarms occurred. Customer's blood glucose level displayed as "high.," a specific value was not provided. Customer addressed the high blood glucose by performing a correction injection via multiple daily injections and resolved the issue by resuming insulin in smaller doses.